Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Software error detected alarm found in the pump history (B)(4) due to software error.

Event description:
It was reported that the customer's insulin pump had multiple pump error alarm during the self test. The blood glucose was 10.1 mmol/l. The customer reported that they were able to clear the alarm and complete the rewind. The customer also reported that the insulin pump had flashing display. It was reported that the insulin pump was vibrating. The customer performed fcal test, test passed. The device will be returned for the analysis.